Manufacturer narrative:
The customer informed the authorized service provider (asp) that the device had produced a high-level alarm while in use. The device was replaced with another v60 at the customer site without issue or harm. After the issue and removal from use, the customer contacted the asp who arrived at the customer site to collect the device. While at the customer site, the issue could not be duplicated while running the device for a few minutes, but the asp did confirm the occurrence of the adc failure alarm in the device event log. An asp evaluated the device on 30aug2024 at a repair center and confirmed the occurrence of the analog direct current (adc) failure alarm by checking the history of the diagnostic codes. The asp determined that the motor controller (mc) printed circuit board assembly (pcba) requires replacement. The asp replaced the mc pcba to resolve the adc failure alarm issue. Following the replacement of the mc pcba, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an analog to digital converter (adc) failure alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. No patient information was provided. The customer informed the authorized service provider (asp) that the device had produced a high-level alarm while in use. The device was replaced with another v60 at the customer site without issue or harm. After the issue and removal from use, the customer contacted the asp who arrived at the customer site to collect the device. While at the customer site, the issue could not be duplicated while running the device for a few minutes, but the asp did confirm the occurrence of the adc failure alarm in the device event log. This investigation is ongoing.

Manufacturer narrative:
An authorized service provider (asp) evaluated the device and confirmed the occurrence of the adc failure alarm by checking the history of the diagnostic codes. The asp determined that the motor controller (mc) printed circuit board assembly (pcba) requires replacement. The replacement of the mc pcba is pending the approval of a quote. The investigation is ongoing.